Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not fill tubing prior to completing the supply change. When the customer completed fill tubing, the pump fill estimate was inaccurate. Reportedly, customer was unable to confirm if the cartridge on the pump was a previously used cartridge or a new cartridge that was filled with 200 units. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. There was no reported impact to blood glucose.